Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device was found to be exhibiting code 1003, indicative of battery voltage too low for the projected remaining capacity. The physician subsequently explanted and replaced the device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that this device was found to be exhibiting code 1003, indicative of battery voltage too low for the projected remaining capacity. The physician subsequently explanted and replaced the device to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.